Manufacturer narrative:
Additional information was received on july 13, 2021. The explant date was clarified to be (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis experienced right sided deflation post procedure. The device had flattened. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On june 21, 2021 mentor became aware that it erroneously submitted an initial report indicating that the device had no expected explanation date. An explant is scheduled for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation.